Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to power cycle the system and check the endoscope connections. The issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A video was provided for review and evaluated by an isi clinical development engineer. The following additional information was provided: in the video, the surgeon is controlling the master tool manipulators (mtm) and midway through, the mtms appear to rotate in a clockwise direction. The movement at the end of the video looks like it could be a result of incorrect gravity compensation. However, it is hard to tell from the video alone. If the issue happened after switching the endoscope from 30 up to 30 down or vice versa, it may be related to an endoscope adapter motion issue. Without additional information, it's hard to say whether this is related, but if the customer has had other issues with this endoscope or has future issues with this endoscope, endoscope return is recommended. The probable root cause cannot be determined based on the information provided and phone support details as the issue was resolved after power cycling the system and reseating the endoscope connections. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed that the surgeon side console (ssc) commands were reversing on their own intermittently. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the issue occurred when the surgeon had his head inside the console, and the gauntlets turned as soon as he tried to start the procedure. The issue occurred while the surgeon was attempting to manipulate the instruments/endoscope from the ssc. As soon as the surgeon started the command to handle the instruments, the arms reversed. The endoscope image was not inverted. All four arms had this difficulty, with the surgeon's left arm moving the robot's two right arms and the other way round. However, this happened several times during the procedure, reversing itself whenever the surgeon tried to start the procedure. Vision orientation did not change on its own. The movements of the robotic arms were inverted, which were inverted according to the doctor's instructions. When the doctor positioned the arms to the right and confirmed this on the console, they inverted themselves to the left as soon as he gave the command, and after three times when this situation occurred, the arms locked, and the gauntlets began to rotate. The system recognized the endoscope. The surgeon performed the laterality change in the console menu and it was just the way he liked it, as soon as he gave the command to start the procedure, the arms inverted by themselves and the console also identified the laterality change. Desired endoscope orientation was confirmed, and the indication of image orientation was provided to the surgeon via user interface. From the start of the procedure, the robotic arms were colliding with each other, requiring undocking and repositioning of the arms and trocar to improve their positioning. When the collision began, the robot was removed, the arms repositioned and started again. As soon as the surgeon tried to restart the procedure, the arms began to invert themselves, the command for the arms on the console was checked, their position corrected and as soon as the surgeon gave the command to start, it was repeated again. After repeating this action twice, the hospital representative and distributor technical support were contacted to try to help start the surgical procedure. The procedure was continued with another endoscope, but because it became contaminated when the robotic arm collided with it, it was replaced. The customer identified a pattern for the motion issue; the inversion movements of the robotic arms occurred after repositioning due to collisions. After troubleshooting support, the system returned to normal, and the procedure continued without problems.